Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was also noted as lcd cracked/broken. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
During insertion of a long tfn nail, the connecting screw broke in the proximal end of the nail. Surgeon was unable to retrieve the broken piece from the implanted nail. The broken piece of the connecting screw in the nail prevented the flexible screwdriver from passing through the helical blade and the blade could not be locked. Due to the nature of the fracture, the surgeon was not concerned that the helical blade was not locked.